Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there were 2 different incidents on the same patient. The tuohy needle was flexible and deformed under the slightest resistance, especially during the contact with bone. And we observed a leak between the syringe and the needle. The consequence was that the epidural procedure failed, and the procedure required multiple punctures." Additional information received on may 22, 2026, indicated that "multiple punctures were required. No medical intervention necessary." Two issues were reported. Associated mdrs: 3006425876-2026-00615 and .